Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt, the device was unable to obtain an ECG signal. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.